Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l53972, implanted: (B)(6) 1998, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who received intrathecal unknown baclofen, fentanyl, dilaudid, and morphine via an implanted pump for non-malignant pain, arachnoiditis, other chronic/intract pain (trunk/limbs) and failed back surgery syndrome. The concentrations and doses were unknown. The pump never worked since implant and the patient had no effect since implant. About six months after implant a catheter fracture was discovered. The doctor tried "everything" for drugs, but nothing had any therapeutic effect for the patient. The pump has already been removed. The issue had already been resolved. The pump was removed and a stimulator device placed. The event date was (B)(6) 2001 and the fracture was discovered six months later. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.